Manufacturer narrative:
Reviewed the treatment files and noted that at approximately the 1-2 clock hour position the capsulotomy did not breakthrough into the anterior chamber. There was no significant lens tilt noted or anything significant that may lead to the capsular tear. A lensar cas spoke with the doctor and he confirmed that he did note a slight adhesion in that area. He did state that the tear was superior to this location. The cas reviewed with him on how to address any capsular adhesions. He was appreciative of the review. The laser log files were reviewed and the surgical procedure was completed a 100% and no error messages were recorded. No indication of device malfunction was found.

Event description:
On (B)(6) 2015, customer reported a superior temporal tear with the capsulotomy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
On (B)(6) 2015, customer reported a superior temporal tear with the capsulotomy.